Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist (tss) backed up the station database in drive d, synced the station to the server and confirmed that the station was communicating with the server and the notices on health sight viewer went away. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicated and unexpected error occurred. The customer stated that there was a delay in patient care. There were no adverse eve ntsor injuries reported based on this event.